Manufacturer narrative:
Photos of tubing were submitted to cardioquip by a customer via email on 05/04/2023 and sent to cardioquip epidemiology for investigation. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. Cardioquip notified the customer of the potential contamination, recommendation, and provided pricing for sample test kits via email on 05/08/2023. As of the date of this report, there has been no response to the recommendation.

Event description:
Customer biomed notified cq service via email that the internal tubing of this device was suspect for contamination, and reported they're unable to address the water quality issue at their facility. The customer provided pictures of the internal tubing of the device which were forwarded to cq for review. Cq director of operations and epidemiologist reviewed the pictures, and recommended that the device receive hpc testing to gain a quantitative analysis of water quality due to the brown discoloration of the tubing within the water path.